Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section b5, d8, d9, g3, h2, h3, h4, h6 and h10 for updates. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the following failure could be identified: due to disconnection in cable unit, the endoscopic image cannot be displayed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record- DHR was conducted, and no issues were identified. The event can be detected/prevented by following the instructions for use - IFU which state: en-otv-s7h-n_gc7533_3 in chapter "troubleshooting" it is stated: "if the instrument is visibly damaged, does not function as expected or is found to have other irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the instrument. Contact olympus.". Olympus will continue to monitor field performance for this device.

Event description:
Updates from customer: customer event allegation was found during the beginning of a diagnostic unspecified procedure which was complete with a similar device.

Event description:
The customer reported to olympus, the camera head optic's internal marker (which was aligned with the cold-light cable connector) appeared on the screen on the left (at 10 o'clock), as if the camera's ccd sensor had rotated" when user put an optic with the cold-light cable in position (at 12 o'clock). There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.